Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced nerve injury ("nerve damage"), arthralgia ("joint pain"), tooth disorder ("weak teeth") and feeling abnormal ("brain fog nos"). The patient was treated with surgery (essure removal.). Essure was removed in (B)(6) 2018. At the time of the report, the medical device removal, arthralgia and tooth disorder outcome was unknown and the nerve injury and feeling abnormal had resolved. The reporter considered arthralgia, feeling abnormal, medical device removal, nerve injury and tooth disorder to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: nerve injury, medical device removal, joint pain, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: reporter added, event added, non-serious to serious incident. On 23-mar-2020: content received from social media: the outcome of the events "feeling abnormal" and "nerve damage" were added. The implant and explant dates of essure were updated. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.